Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 26-sep-2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). [(B)(4)].

Event description:
An FDA user facility report number (B)(4) was received and the following information was provided: a nasogastric tube was inserted under direct fluoroscopy. The nasogastric tube remained intact until approximately five days later when x-rays showed that the tip had broken off and was noted to be in the colon. Original intended procedure: enteral feeding. There were no injuries or medical intervention reported.